Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said the device has been off for 6 months and is never going back on because it doesn't work. Agent did not ask about the circumstances that led to the reported issue. Patient called back again and states they need this MRI on their neck and doesn't understand why they would've done a scan prior on their knee. Patient mentioned they had device implanted for diarrhea but it's like it worked almost too much and they would go 7 to 10 times without having a bowel movement and would get uncomfortable. Patient stated they would then have explosions and just hope they were home. Patient is currently taking "allenziz" which is a bowel medication every day. Patient also mentioned they felt this was all too much and too confusing and basically wants this taken out. Patient states they have tried a few programs but then stated their healthcare provider (hcp) never gave them direction on various programs. The patient was redirected to the hcp.

Event description:
Additional information was received. The patient stated that the issue has never been resolved and is hoping to improve the function. The patient will meet with a manufacturer representative (rep). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.